Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
The customer reported a "replace sensor" message with the freestyle libre 2, on the day of application. The customer subsequently lost consciousness, and "had no body control". The customer was treated with both glucose injection and oral glucose by a healthcare professional. There was no report of death of permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The device manufacturing date is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a "replace sensor" message with the freestyle libre 2, on the day of application. The customer subsequently lost consciousness, and "had no body control". The customer was treated with both glucose injection and oral glucose by a healthcare professional. There was no report of death of permanent injury associated with this event.